Event description:
It was reported to the MFR that the vns pt was experiencing an increase in seizure activity above pre-vns baseline. The physician indicated that the cause of the increase is unk. Diagnostic tests performed on the pt's device were within normal limits. There were no causal or contributory medication or programming changes made prior to the increase. Pt settings were modified to increase therapy. No other interventions planned.